Manufacturer narrative:
On oct 5, 2023, additional information was received indicating the replacement devices were mentor saline breast implants (serial numbers (B)(6) and (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 300cc breast implant have three tears (tears a, b, and c) and an area of siltex cracking on the posterior view, the tears measuring approximately 1.6 cm, 1.2 cm, and 0.9 cm, respectively. Leak testing was performed, according with mentor procedure, and it revealed another tear (tear d) within the siltex cracking, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of tears a, b, and c, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. This is consistence with the information received with the returned device, which mentioned the implant was cut by a knife. The evaluation determined that the possible cause of tear d is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure with saline mentor siltex round moderate profile 300cc breast implants and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explantation: (B)(6) 2023. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).